Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal access was achieved and heparin was administered. The watchman access system (was) was advanced through the intra-atrial septum without incident. An unknown pigtail catheter was inserted and advanced through the was and guided into the laa. Angiogram of the laa was performed and minimal depth was noted. The procedure was aborted due to this. The patient's activated clotting time (act) was 312 after heparin administration. The was and pigtail were removed from the patient. Transesophageal echocardiogram (tee) was performed and it was noted that a potential thrombus was present across the intra-atrial septum and in the left atrium. Additional heparin was administered and the tee showed that the thrombus was no longer present. There were no neurological deficits noted to the patient.